Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was seeing a ¿doctor¿ screen for the first time on the day prior to the report. The patient connected with the programmer again on the day of the report and did not see the ¿doctor¿ screen. It was noted that the patient was implanted on (B)(6) 2014 and could feel stimulation at the time of the report. The patient could also reportedly increase and decrease stimulation it was later reported that there an elective replacement indicator (eri) message occurred and there was premature battery depletion. No trouble shooting or testing was done at the time of the report but it was noted that it would be performed in the future. It was also noted that the patient was alive with no injury and there were no symptoms or complications associated with this event. It was later reported that there was an elective replacement indicator (eri) message, which first appeared about one week prior to the date of the report. It was later reported that the patient was at elective replacement indicator (eri) at the time of the report. It was noted that the patient was programmed with one epidural lead the top of t12 and one peripheral nerve stimulation lead around l3. Program 1 was reportedly at 5.2 volts, 450 pulse width, and 60 rate, with ¿+ + - -;¿ and program 2 was at 6.0 volts, 450 pulse width, and 60 rate, with ¿+ + - - - -.¿ group impedances were noted at 485 for ¿p1¿ and 199 for ¿p2.¿ it was noted that the patient would determine where they wanted to get their implantable neurostimulator (ins) replaced based on their insurance. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient¿s husband got an eri message on the stimulator. The patient wanted a non-rechargeable battery based on the fact that they travel the majority of the year. The patient was getting good coverage, but was reportedly using stim ¿24/7.¿ it was reported the patient¿s battery was going to be replaced. Additional information received reported there were no malfunctions detected. It was noted a replacement with a rechargeable implantable neurostimulator (ins) was performed last night due to the patient¿s high energy requirements and utilization. It was noted the manufacturer representative (rep) assumed the patient¿s outcome was ok. Additional information received reported that the rep covering the case noted no malfunctions were seen. The patient was reportedly replaced with a ¿prime advanced; original programming places in new ipg.¿ the patient was reportedly receiving effective therapy.